Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). Event site state- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use intra aortic balloon pump (iabp) had unexpected shutdown occurred. Customer stated that the pump shut down without any alarms, including the ¿low battery¿ alert, while in hybrid mode. The pump had been plugged into a white outlet; they switched to a red outlet and restarted the device. She also reseated one of the batteries, which clicked into place. The pump rebooted and resumed therapy but displayed a ¿no backup battery detected¿ message. There was no harm or injury reported to the patient.

Manufacturer narrative:
Updated fields- b4, b5, g3, g6, h11. Corrected fields-d9, e1-event site postal code and state, h2, h3.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation finding, conclusion), h11. It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit was shut down. Patient involved and no harm reported. (B)(6), an ICU charge nurse called on behalf of the bedside nurse said that there were no alarms or sounds, specifically no ¿low battery¿ alarm, prior to the pump turning off and that it was in hybrid mode as evidenced by the hybrid icon. She reported that the pump had been plugged into a white outlet, so they switched it to a red outlet and turned it back on. She also mentioned that she pushed one of the batteries in and felt it click into place. It booted up and resumed therapy successfully, but they noted a ¿no backup battery detected¿ informational message upon starting therapy. (B)(6) reviewed the importance of checking the battery status indicators and keeping the pump plugged in at all times so the batteries would charge. (B)(6) reported that the pump was no longer reading ¿no backup battery detected.¿ she said both batteries were in place appropriately with all green battery indicator lights lit up as well as the ac power cord icon over the charging batteries icon. Explained the nature of the alarm and explained that the pump had been operating without a backup power source and would only run with a working ac power source. She was appreciative of the support. In future if we receive any new information will reopen and update the investigation.

Event description:
N/a.